Event description:
Per independent repair center: the unit had low o2 and was leaking. Per independent repair center statement, low o2 or yellow light. The key failure was that the heat exchanger was leaking. Other issues were that the elbow and straps were leaking.